Manufacturer narrative:
An investigation was performed on the instrument and no problem was identified. Based on the evaluation of the data provided it did not reveal any indications of hardware or system issues. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® 6800 (s/n (B)(4)). A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample when tested with kit cobas 6800/8800 sars-cov-2 480t. The customer reported that a patient¿s sample tested in control batch 518 generated a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® 6800 (s/n (B)(4)). The patient¿s same sample and a recollected sample was repeat tested and tested on the same the cobas® 6800 (s/n (B)(4)) and on a different platform (instrument not provided) both platforms generated sars-cov-2 negative results for both the same and recollected samples. Patient sample was collected using nasopharyngeal swabs in cobas pcr media. The customer confirmed there was no allegation of harm to the patient.